Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned of through the implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. Unfortunately, the device is unavailable for return, as it has been discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to posterior av disruption. In 2009, patient went in for a redo mitral valve replacement and did not survive procedure. Information learned from implant patient registry, follow-up with the surgeon, and the operative report. Three operative reports for the day prior and the original date, were received. The following is a portion taken exactly from the brief clinical note listed in the operative report of original date: the patient's initial procedure appeared to be entirely uncomplicated. However, on the evening of the day before, the patient developed increased chest tube output despite correction of coagulation parameters with transfusion of blood products. The patient was brought back to the operating room for re-exploration for bleeding late in the evening the same day.

Manufacturer narrative:
Posterior av disruption. Device not returned.